Event description:
The customer reported a small metal piece towards the jaw end of the instrument disengaged and fell in to the patient cavity. The surgeon retrieved the piece and there was no patient injury. Upon initial visual inspection, it was noted that the jaw wire is exposed.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.